Event description:
It was reported that stent damage occurred. After 3.5 non- boston scientific (bsc) sheath, a non-bsc guidewire was crossed the right coronary artery (rca). The lesion was pre-dilated with 2.00 x 12mm non-bsc balloon catheter. A 20 x 3.00 promus premier select stent was then advanced for treatment. However, the device could not track to the lesion due to calcium. Dilation was again performed with same balloon catheter. The physician took the stent and noticed that the stent struts were damaged. The procedure was completed with another 3.00 x 20 promus premier select stent. There were no patient complications reported. The outcome was good and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: promus premier select ous mr 20 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Damaged was observed along the entire length of the stent. The crimped stent outer diameter could not be measured due to the damage. The maximum crimped stent profile specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified multiple kinks. No other issues were noted.

Event description:
It was reported that stent damage occurred. After 3.5 non- boston scientific (bsc) sheath, a non-bsc guidewire was crossed the right coronary artery (rca). The lesion was pre-dilated with 2.00 x 12mm non-bsc balloon catheter. A 20 x 3.00 promus premier select stent was then advanced for treatment. However, the device could not track to the lesion due to calcium. Dilation was again performed with same balloon catheter. The physician took the stent and noticed that the stent struts were damaged. The procedure was completed with another 3.00 x 20 promus premier select stent. There were no patient complications reported. The outcome was good and patient was stable post procedure. It was further reported that the target lesion was 90% stenosed, moderately tortuous, and moderately calcified.

Event description:
It was reported that stent damage occurred. After 3.5 non- boston scientific (bsc) sheath, a non-bsc guidewire was crossed the right coronary artery (rca). The lesion was pre-dilated with 2.00 x 12mm non-bsc balloon catheter. A 20 x 3.00 promus premier select stent was then advanced for treatment. However, the device could not track to the lesion due to calcium. Dilation was again performed with same balloon catheter. The physician took the stent and noticed that the stent struts were damaged. The procedure was completed with another 3.00 x 20 promus premier select stent. There were no patient complications reported. The outcome was good and patient was stable post procedure. It was further reported that the target lesion was 90% stenosed, moderately tortuous, and moderately calcified.